Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose 45 mg/dl. Customer did not troubleshoot their low blood glucose reading. Customer was also hospitalized due to their low blood glucose reading. Insulin pump will not be returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that they required medical assistance on multiple times due to low blood glucose. Paramedics were dispatched on (B)(6) 2018 when blood glucose was 45 mg/dl and another one on (B)(6) 2018 when blood glucose was 10 mg/dl while the customer was at work. Customer stated they changed out the reservoir because it alerted that it was low and may have done something incorrectly. Customer went home and slept but would not wake up. Customer's spouse reported that the customer was in diabetic coma and they called an ambulance. Customer woke up but was thrashing and had to be restrained. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay. (B)(4).